Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4)

Event description:
The arrhythmia specialist informed in that in a cryoballoon ablation the day prior, the acunav catheter was opened. It was connected to the siemens p500 ultrasound machine in the normal fashion. When trying to select the catheter as a transducer, the option was not available. The catheter connection sequence was redone; however, the ultrasound system was still not recognizing the catheter. The ultrasound system was restarted and the catheter was connected to the swiftlink. The catheter was still not being recognized by the ultrasound system. An abbott viewflex was opened instead using the viewmate ultrasound machine. The case continued without further issues. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was incomplete insertion of the interconnect tab to the swiftlink connector. This is a case of user mishandling. Reference# (B)(4).